Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, an intepro y was implanted in the plaintiff to treat her pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious and permanent injuries, including, but not limited to, extreme pain, mesh extrusion, mesh erosion, dyspareunia, anxiety, and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures." It was also alleged that the plaintiff suffered a "disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.